Event description:
Ous MDR - it was reported that the fixation mechanism was difficult to operate during the lead revision. The revision took place only 4 days after the implantation due to unknown reason. Should additional information become available this file will be updated.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. The visual inspection showed squashing in the form of a 360 degree circumferential constriction of the lead body about 28 cm distal of the is-1 connector pin, which is most likely the result of tight binding of the ligature thread. In this area, there were also cuts in the insulation and deformations of the outer conductor helix, which is probably due to the extraction process. The analysis did not show any further deviations that could be related to the clinical complaint. In particular, no anomalies could be found during the performed screw tests. The measurement values of the electrical analysis were within the technical specification. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.